Event description:
The customer called and reported the insulin pump was prompting her to bolus only 0.1 unit. Customer stated this was performed 3 more times and it only went up 0.1 units. The customer's blood glucose was 320 mg/dl. At the time of this report, customer's blood glucose was 218 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. The time and date appeared correct. The customer believed there were inaccuracies in the bolus history. The customer declined to perform high pressure test. The customer stated she was able to see the effect of active insulin and was comfortable in the bolus wizard results, but would contact doctor for settings to be checked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.